Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 577 mg/dl and low blood glucose level of 40 mg/dl. The customer experienced different blood glucose level of 80 mg/dl and 140 mg/dl. The customer was treated with manual injection. The customer did report symptoms as a result of high blood glucose level such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. Customer did not allege that the insulin pump was under delivering. The customer stated that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.